Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise which was oversensed and resulted in an inappropriate shock. The shock impedance was noted to be 164 ohms. Additionally, an untreated episode had been stored prior to the inappropriate shock also due to oversensed noise. Technical services (ts) discussed possible causes and recommended completing an x-ray along with further testing to evaluate lead integrity. This system remains in service. No adverse patient effects were reported.